Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to login. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to login. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative upon investigation of the actual device used in this incident, it was determined that the user was unable to log in to the es server. A technical support specialist (tss) attached the relevant knowledge article and engaged the account executive (ae) as outlined in the escalation details. Communication was established between the customer and the ae and follow-up was conducted via email with both parties regarding ticket closure. As per the knowledge article instructions, the case was proceeded to closure after guidance was provided. The system functioned as intended after technical support specialist troubleshot the device.